Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the power inlet module and wiring harness were replaced and that resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment.. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It has been reported that the unit would not power on when connected to the wall outlet. The event occurred prior to surgery, the tech reported signs of burning to the harness and a burning smell. The unit had a bad wiring harness and the melting was found to be on the insulation around the wires. The wires were not exposed. There was no harm or delay. No adverse event was reported as a result of this malfunction.